Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed a cracked and broken vial retainer. The root cause of the broken vial retainer is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material.

Event description:
It was reported that a cracked pen occurred during use with a pen ii omnitrope pen 10. The following information was provided by the initial reporter. "Consumer called to report that her son's omnitrope pen 10 device has cracked near where the cartridge is inserted. She stated the crack grows the more they use it, and it feels looser now and don't think her son is getting the full dose of medication."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked pen occurred during use with a pen ii omnitrope pen 10. The following information was provided by the initial reporter, "consumer called to report that her son's omnitrope pen 10 device has cracked near where the cartridge is inserted. She stated the crack grows the more they use it, and it feels looser now and don't think her son is getting the full dose of medication."